Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that the device stopped aspirating during the procedure. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure in the right superficial femoral artery. During the procedure, the catheter stopped aspirating and began to clog. The device was removed from the patients body. The procedure was finished with a second, same device. There was no harm to the patient and the patient experienced no adverse effects. The patient was fine.

Event description:
It was reported that the device stopped aspirating during the procedure. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure in the right superficial femoral artery. During the procedure, the catheter stopped aspirating and began to clog. The device was removed from the patients body. The procedure was finished with a second, same device. There was no harm to the patient and the patient experienced no adverse effects. The patient was fine.

Manufacturer narrative:
Age at time of event: 60s. Device eval by manufacturer:returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. The device ran as designed pertaining to the rotation of the device. Functional analysis was done by completing the aspiration testing of the device. Test results showed that this device did perform as designed. Inspection of the remainder of the device, revealed no irregularities.